Event description:
Patient tested a week ago on the suspect device and had an inr result of >8.0 versus a lab inr of 5.4. In 2004, the same patient tested at 3.4 inr on the suspect device with a lab inr of 2.3. No treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.